Event description:
The patient's parent reported that her blood glucose reached greater than 500 mg/dl less than 12 hours after the pod was activated with +++ ketones. She went to the hospital where she was admitted for 3 days before being released. The caller did not provide any further information regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed adn the product lot met all acceptance criteria.